Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. Additional information was requested, and the following was obtained: please provide lot number. Ans: the lot number is tjbjrs based on the physical product returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one empty labeled winding former, a detached needle, and one needle suture piece that pertains to the product code 8702h. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was found. The needle suture was visually inspected, and the swage and attachment area were noted as expected. The suture was examined and the end of the suture was noted to be cut, probably caused by a surgical instrument. Additionally, two photos were provided with the same condition as the received sample. The functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a CABG on an unknown date and suture was used. The suture detached from swage when doing distal anastomosis. No adverse patient consequences were reported. No additional information was provided.